Event description:
A center director reported a case of bilateral blurred vision, halos and headaches, noted at five days post lasik treatment. Reporter indicated pt called to come in because feels vision is still blurry ou. Reporter stated they "educated pt about healing after astigmatism correction and vision fluctuation is normal". Pt reported, "blurry vision, halos, and headaches after using computer." Upon follow up, reporter indicated no intervention currently planned and pt to be monitored. There are two related reports for this pt. This report will address the pt's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).